Manufacturer narrative:
Received phaco handpiece for evaluation: waiting for evaluation results. Customer has been contacted regarding possible causes of thermal injuries.

Event description:
Reporter noted wound burn occurred during procedure. No intervention at that time. Patient returned for second surgery for wound closure. Wanted phaco handpiece checked.